Event description:
It was reported that the vascular sheath in the micro-introducer was not straight. There was also an angle between the vascular sheath and the dilator. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the vascular sheath in the micro-introducer was not straight. There was also an angle between the vascular sheath and the dilator. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.